Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unable to confirm no button response due to frozen display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had condensation under the screen and unresponsive buttons. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer treated with a manual insulin shot and their blood glucose level was 442 mg/dl during the call. The customer could not tell if the time was advancing due to the frozen screen and having removed the battery to stop the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.